Manufacturer narrative:
Continuation of d10: 407645 lead, implanted: (B)(6) 2017. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during use of the cardiac resynchronization therapy defibrillator (crt-d), the patient stated, "had an episode on friday, march 12, had a dizzy spell and passed out, not sure if it was a blood pressure thing." Additionally, the patient asked if the manufacturer is monitoring the heart device. The patient was educated on the monitor function and referred to the physician. The crt-d remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during use of the cardiac resynchronization therapy defibrillator (crt-d), the patient stated "had an episode on friday, march 12, had a dizzy spell and passed out, not sure if it was a blood pressure thing." Additionally, the patient asked if the manufacturer is monitoring the heart device. The patient was educated on the monitor function and referred to the physician. The crt-d remains in use. No further patient complications have been reported as a result of this event. It was further reported that the patient symptoms were not related to a device performance issue.